Event description:
After an implantation period of approximately 59 months, oversensing with high sic (sensing integrity counter) was reported. Furthermore the following values on explant date were observed: capturing threshold: 1.4v @ 0.4ms; r wave: 9 mv; pace sense impedance 437 ohms, rv coil impedence 50 ohms, svc coil impedence 63 ohms.

Event description:
Ous MDR - after an implant period of approximately 59 months, oversensing with high sic (sensing integrity counter) was reported. Furthermore the following values on explant date were observed: capturing threshold: 1.4v @ 0.4ms; r wave: 9 mv; pace sense impedance 437 ohms, rv coil impedence 50 ohms, svc coil impedence 63 ohms.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms confirmed the artefacts mentioned in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.